Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported they had an implant surgery in 2008 in which they had lots of success and also lots of battery problems.